Manufacturer narrative:
(B)(4). Analysis description: final analysis found excessive medical adhesive on the spring in the header which did not allow the spring to expand during lead insertion. The force used during insertion pushed the spring into the connector port and blocked lead insertion.

Event description:
It was reported that during implant, the physician was unable to insert the lead into the pulse generator header. The device was not used and a new device was implanted. No patient symptoms were reported.